Manufacturer narrative:
Correction to the initial block: h10 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6). The returned ipg passed all tests and exhibited normal characteristics. However, further analysis found that the program was not set to use the patients linear lead configuration and the lpg was set to five seconds and not the intended ten seconds on followed by ten seconds off. Additionally, after the ipg is programmed, the normal function of the system is to run the cva algorithm which measures and optimizes power usage. This measurement period consists of continuous stimulation which lasts approximately two to ten minutes and then the on off cycle program will continue. As such, this appears to be when the patient experienced continuous stimulation and inadequate therapy. It is probable that the cva period was not waited out and the device was reprogrammed on several occasions following the continuous stimulation. Therefore, based on the available information, engineers determined that difficulty programming the patients ipg was likely due to an unintended user error.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was programmed to run at two hertz which successfully delivered the desired stimulation for muscle contractions. The ipg was programmed to cycle between 10 seconds with stimulation, followed by 10 seconds without stimulation in order to obtain the desired therapy. However, after three to five cycles, the stimulation would become continuous and deliver ineffective stimulation therapy. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent an ipg revision procedure where the ipg was explanted and replaced, and the issue was resolved.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was programmed to run at two hertz which successfully delivered the desired stimulation. The ipg was programmed to cycle between 10 seconds with stimulation followed by 10 seconds without stimulation in order to obtain the desired therapy. However, after three to five cycles, the stimulation would become continuous and deliver inadequate stimulation. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent an ipg revision procedure where the ipg was explanted and replaced, however, the issue continued.